Event description:
The lay reporter/ mother contacted lifescan (lfs) on 12/9/06 alleging inaccurate high readings on her daughter's one touch ultra meter. A medical affairs specialist (mas) mailed a letter and listened to the recorded call since the user could not be reached for further clinical info: reporter mentioned that her daughter is an "uncontrolled diabetic" and her physician prescribed her an ultra meter a week ago. Reporter mentioned that the ultra meter does not work due to an apply sample icon. In 2006, prior to experiencing symptoms in the morning the pt attempted to test her blood glucose; however, the meter displayed an apply sample icon. At 3:30 am the pt experienced a headache and was vomiting. Due to the symptoms she attempted to test her blood glucose and was unsuccessful due to the apply sample icon. Due to the symptoms her mother took her to the ER and her initial blood glucose reading in the ER was 415mg/dl on the hosp device. The pt was treated with humalog insulin via IV and was released the following day. Pt was diagnosed with dka. While her stay in the ER, the physician had her attempt to test her blood glucose using her meter and was unsuccessful. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. Customer care advocate (cca) did a field exchange with the local pharmacy. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings the day before the incident and to run a qc test on the subject test strips. The complaint is being reported because the pt was unable to test her blood glucose at the time of experiencing symptoms and had to seek medical attention. The pt was admitted to the ER ad was diagnosed and treated for dka.